Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent a shoulder surgery. During this procedure it was reported that noise was sensed on both the right ventricular (rv) lead and right atrial (ra) lead which inhibited pacing for an unknown duration. Cautery was stopped and inhibition persisted. Magnet application was then used, it was not initially as access to the device was difficult. Inquiries were addressed with technical services on possible causes and troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that this was a device dependent patient. No further interventions were reported.

Manufacturer narrative:
Event clarification was requested from the field representative. However, no further information has been received. This investigation will be updated should further information be provided.